Event description:
It was reported that the patient received 3 inappropriate shocks from device. Leads checked out great during case through the analyzer. After reconnecting to device, the leads checked out great. The lead and device were explanted. No patient complications have been reported as a result of this event.